Event description:
While performing a robotic laparoscopic gastric bypass procedure, the tip of a harmonic scalpel broke off inside the patient's abdominal cavity. Diagnosis or reason for use: obesity.